Event description:
It was reported that during a procedure the e-sep pencil was stuck in "cut" mode, although the button was not being pushed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a procedure the e-sep pencil was stuck in "cut" mode, although the button was not being pushed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.